Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
It was reported during an acl repair the tight rope would not tension when shuttling through the suture. It was removed and replaced but the same even occurred. It was replaced with the older style tight rope and the case was completed with no further issues. The patient is fine to date.